Event description:
It was reported the whisper guidewire was getting caught in the dragonfly catheter. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that inadvertent interaction with the dragonfly catheter and/or a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance and the reported difficult to remove; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date: d4: the UDI number is not known as the part and lot number were not provided. The other device mentioned in b5 will be filed under a separate medwatch report.